Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly; therefore, a surgical procedure was performed, during which pump and reservoir were removed. No further information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was microscopically inspected, and leak tested. The component exhibited wear at fold in its shell, and the kink resistant tubing (krt) was worn to the filament. In addition, the reservoir krt did not pass leakage testing. The pump was microscopically inspected and tested for leaks. Its krt was worn to the filament, and the outer layer of the pump bulb was worn from wear. No leaks were identified in the pump. Based on the information available and analysis results, the reservoir krt not passing the leakage evaluation could have caused or contributed to the reported clinical observation of device not working properly.